Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient woke up they experienced feeling sick and vomited. When a fingerstick was taken the cgm was reading low, and the blood glucose reading was 32.0 mmol/l. The patient called for a ¿rescue vehicle¿, and was initially treated with saltwater and insulin, assumingly by paramedics, and was taken to the hospital. At the hospital the patient was treated with intravenous insulin and electrolytes. The patient recovered after treatment and was discharged the day after the event. At the time of the report the patient was stable but tired. There was no documentation of further medical intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.